Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked during initial drain. The user noted the ¿dialysate bag and warming bag are not leaking¿. The patient ¿interrupted the treatment and opened the front door, but there was no problem with the connection part, and the circuit was not wet¿. However, the patient observed the ¿hinge on the front door is wet¿. The location of the leak was not discovered. The event occurred during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.